Event description:
On 5/11/88 a hydroflex device was implanted. On 10/17/90 the right cylinder was removed. On 6/04/97 the left cylinder was removed from the pt due to malfunction-would not stay inflated during use.